Manufacturer narrative:
A1: full patient identifier is (B)(4). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I (hstni) reagent was not returned for evaluation. No hardware errors were reported in conjunction with this incident. Customer stated they obtained a passing system check after replacing aspirate probes; however, they obtained flier for another sample and commented that that sample also had fibrin present in it. A beckman coulter field service engineer (fse) was dispatched; fse performed high sensitivity system check, system check, precision run and qc for hstni to rule out hardware issues. All tests performed by fse passed within specifications. Although there was a failing system check, it cannot be conclusively concluded that there was a malfunction since the customer also reported observing that there fibrin present in the patient samples. In conclusion, the root cause for this event cannot be determined with the available information.

Event description:
The customer reported non-reproducible elevated troponin I (access high sensitivity troponin I) results were generated on the customer's access 2 (part number 81600n and serial number (B)(6)) for one patient. The sample was reanalyzed and lower results were obtained. The customer stated that there was likely a change to patient's care, noting there is a process for workups for positive troponins. Beckman coulter has reached out to the customer for additional information regarding change to patient treatment; however, no additional information has been provided at this time. Calibration was passing at the time of the event. A system check performed on 04mar2024 failed the washed portion. Customer stated passing overall quality control (qc) but over the past two months had four points of their level 1 qc that failed, exceeding 3 standard deviations (sd) but when the qc was rerun with fresh qc material, the results recovered within expectation. Customer was instructed to clean and change aspirate probes due to failing washed portion of system check. Sample was noted to have fibrin in the primary tube. Customer stated another sample tested and a flier result obtained also had fibrin present. The customer did not mention concern about potential carryover. Customer technical support (cts) discussed preanalytical sample handling with the customer.